Event description:
It was reported that maxzero needleless connector had blood backflow. The following information was provided by the initial reporter: this is a report about blood backflow occurring with the use of mz1000. According to the customer's report, mz1000 was used with covidien's dual lumen PICC; after flushing with saline, blood backflow occurred.

Manufacturer narrative:
The following fields were updated due to additional information: the following our possible lot numbers: d4: medical device lot #: 20067254, d4: medical device expiration date: 2023-06-30, h4: device manufacture date: 2020-06-30. D4: medical device lot #: 20065388, d4: medical device expiration date: 2023-06-03, h4: device manufacture date: 2020-06-03. D4: medical device lot #: 20055829, d4: medical device expiration date: 2023-05-15, h4: device manufacture date: 2020-05-08. D4: medical device lot #: 20045615, d4: medical device expiration date: 2023-04-06, h4: device manufacture date: 2020-04-06. D10: device available for eval yes. D10: returned to manufacturer on: 2021-05-25. H6: investigation summary: one mz1000 sample was received without packaging for investigation; the sample was received with residual blood present inside the body of the maxzero component. The customer feedback indicates that the complaint sample was from either lot 20067254, 20065388, 20055829 or 20045615. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional and pressure testing of the sample did not identify any leakage from the maxzero component. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customer¿s experience. A review of the production records for lot 20067254, 20065388, 20055829 and 20045615 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that reports of this nature against the maxzero product occur at a low frequency and have not been attributable to a product defect or manufacturing issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector had blood backflow. The following information was provided by the initial reporter: this is a report about blood backflow occurring with the use of mz1000. According to the customer's report, mz1000 was used with covidien's dual lumen PICC; after flushing with saline, blood backflow occurred.